Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal bubbled, delaminated, and cracking¿ was confirmed. The probable cause was delaminated dso seal. The dso was replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the downstream occlusion (dso) seal bubbled, delaminated, and cracking¿; during device evaluation it was found the dso seal was cracked. The event happened during testing.